Manufacturer narrative:
H3: product was returned and evaluated by posey products; at which time, it was found to be functioning according to manufacturing specifications and passed all functional testing. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
Customer reported that they have had patient fall incident due to a new batch of sensor pads lot: 4218t065. They had purchased these on (B)(6). This is a new issue for them. Tm alerted to the issue.